Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a thoracoscopic lobectomy, the device did not fire. To correct the issue, another device was used. There was no patient injury.